Event description:
It is reported that patient underwent a revision due to loosening of acetabular component and infection.

Manufacturer narrative:
Evaluation summary: it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, type of activity and relevant medical history are unk. It is unk if the infection caused or contributed to shell loosening. A definitive root cause cannot be determined with the information provided. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. The trilogy acetabular shell is associated with FDA recall z-0773-2013; the device was implanted on unk date in 2010, pre-dating the notification date of 09/20/2012. Evaluation codes: review of the complaint history indicates no prior complaints for the lot code associated with the acetabular shell.